Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause an improper insertion of the cannula. Thus, a root cause could not be determined for the reported improper insertion. Additionally, the exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured 1.283", which is out of specification. Further inspection of the cannula assembly found a leak on the exposed portion of the soft cannula. The leakage was due to an external tear, which diverted the intended path of the fluid. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reported being unsure if the cannula was properly seated while wearing it on unknown location. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly and needle mechanism did not find any damages or abnormalities that could cause an improper insertion of the cannula. Thus, a root cause could not be determined for the reported improper insertion. Additionally, the exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured 1.283", which is out of specification. Further inspection of the cannula assembly found a leak on the exposed portion of the soft cannula. The leakage was due to an external tear, which diverted the intended path of the fluid. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.